Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) referred the patient to their clinic. Additional information was received that the s-ICD was unable to be interrogated after receiving external defibrillation due to atrial fibrillation (af) and exhibited a code indicating battery depletion. Upon review of the data engineering noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. The field representative informed the clinic, and the patient would be scheduled in the future within the specified time frame for a change out procedure. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) referred the patient to their clinic. Additional information was received that the s-ICD was unable to be interrogated after receiving external defibrillation due to atrial fibrillation (af) and exhibited a code indicating battery depletion. Upon review of the data engineering noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. The field representative informed the clinic, and the patient would be scheduled in the future within the specified time frame for a change out procedure. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) referred the patient to their clinic. Additional information was received that the s-ICD was unable to be interrogated after receiving external defibrillation due to atrial fibrillation (af) and exhibited a code indicating battery depletion. Upon review of the data engineering noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. The field representative informed the clinic, and the patient would be scheduled in the future within the specified time frame for a change out procedure. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted. No additional adverse effects were reported.